Event description:
It was reported the pt fell and then the stimulation stopped. The lead was replaced. The pt recovered without sequela. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The lead was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.